Event description:
The customer reported non-use of the air/water cleaning adapter during pre-cleaning and reuse of pre-cleaning sponges during manual cleaning during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The product was not returned to olympus. The product analysis confirmed that no device malfunction was identified; the observed issue was related to user practices not in accordance with the olympus reprocessing instructions. The complaint was confirmed based on direct field observations of improper reprocessing techniques. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.